Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the arctic sun device had an alert 50 (patient temperature 1 erratic) during preventive maintenance. Biomed tested with temperature input and sim keys (33, 37, 39) confirmed reading properly. Further case data revealed no other issues. Scratch was observed on control panel and did not interfere with function of machine. Fluid delivery line was inspected and found to be deficient, valves found to have air leak under pressure testing, will correct during repair process.

Event description:
It was reported the arctic sun device had an alert 50 (patient temperature 1 erratic) during preventive maintenance. Biomed tested with temperature input and sim keys (33, 37, 39) confirmed reading properly. Further case data revealed no other issues. Scratch was observed on control panel and did not interfere with function of machine. Fluid delivery line was inspected and found to be deficient, valves found to have air leak under pressure testing, will correct during repair process. Based on the additional information received from wo on 11oct2022, one tank seal was damaged during repair. Per confirmation mail from investigator on 11oct2022, scratch was observed on control panel and did not interfere with function of machine.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Case data was reviewed. Alert 50 and patient temperature 1 issue was observed. Device was tested with temp input and sim keys but device was reading properly. Further case data revealed no other issues. Scratch was observed on control panel and did not interfere with function of machine. One tank seal was damaged during repair. Fluid delivery line was inspected and found to be deficient, valves found to have air leak under pressure testing, will correct during repair process. The device underwent pm servicing while in for repair. No repairs were made towards the scratch on the control panel. Replaced one tank seal and 4 others preventatively. Replaced fdl o-rings. Cleaned condenser coil. Serviced the mixing, and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing, and the coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.